Event description:
The complainant reported that during impella 5.5 support, fluid leakage was observed from the purge sidearm. Moisture was noted near the pressure reservoir, and evidence of fluid was observed both within and outside of the console area. A droplet of glucose solution was reportedly identified near the base of the controller stand. No other abnormalities were observed, and no issues with pump performance were reported. No specific corrective action was performed. The reported fluid leakage subsequently ceased during observation. The device was subsequently explanted. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.